Event description:
It was reported that the device was fractured. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the connection part of the device was fractured. The device was then removed directly from the patient and there were no device fragments left inside the patient's body. The procedure was completed with a different device. No complications reported and the patient was stable.

Event description:
It was reported that the device was fractured. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the connection part of the device was fractured. The device was then removed directly from the patient and there were no device fragments left inside the patient's body. The procedure was completed with a different device. No complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated, and the ptfe is sticking out from the separation. Microscopic inspection revealed a kink to the distal shaft 1mm from the tip. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.